Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty positioning the atrial lead and extending the lead helix. The lead was not implanted. The patient was stable.